Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown reason. This device has not been received for analysis. Other than the surgical procedure, no additional adverse effects were reported.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown reason. This device has not been received for analysis. Other than the surgical procedure, no additional adverse effects were reported. Additional information was received that this pacemaker was explanted and replaced due to exhibiting high out of range right ventricular pace impedance measurements and noise. Lead fracture was suspected but not confirmed. This device has not been received for analysis. Other than the surgical procedure, no additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown reason. This device has not been received for analysis. Other than the surgical procedure, no additional adverse effects were reported. Additional information was received that this pacemaker was explanted and replaced due to exhibiting high out of range right ventricular pace impedance measurements and noise. Lead fracture was suspected but not confirmed. This device has not been received for analysis. Other than the surgical procedure, no additional adverse effects were reported.